Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The device was first installed on (B)(4) 2008 and successfully carried out weekly self-tests until (B)(4) 2010. The first of multiple failed self-tests occurred on this date. The user was alerted to all failures by the red status indicator being illuminated and a beep. The investigation concluded the low battery was triggered by the battery mgmt sys. This can be caused by incorrect storage of the pad device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unk" box has been checked in this report.